Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # my8020, batch # unknown. It was reported by customer that when administering adriamycin, two separate syringes began leaking medication. At the texium bonding site resulting in 3-4ml of medication not administered to patient.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.